Manufacturer narrative:
Manufacturing site evaluation: samples received: 24 unopened and 6 open pouches. Analysis and results: there are previous complaints of this code batch. There are no units in stock. Received 24 closed samples and 6 open samples with the needle detached from the thread and the thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: complaint is justified. Corrective/preventive actions: there is a corrective action in order to avoid this kind of incident in the future.

Event description:
Country of complaint: (B)(6). The needle detaches immediately when opening the pouch.